Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable troponin t hs elecsys e2g results from the cobas e 801 analytical unit. The initial result was 5 ng/l and was reported outside of the laboratory to the physician. On (B)(6) 2022, the repeat results were 83 ng/l and 84 ng/l. The reagent lot number was 64098901 with an expiration date of 31-jan-2023.

Manufacturer narrative:
Based on the provided data and information, a clear root cause could not be identified and a general reagent issue could be excluded. Calibration and qc data do not indicate a general reagent or instrument problem. The tube manufacturer's centrifugation recommendations were not followed by the customer. A sample quality issue was indicated by the alarms present in the analyzer alarm trace.

Manufacturer narrative:
A2 - age at time of event was updated.